Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. The issue did not affect the customer's blood glucose level as it remained below 500 mg/dl. Customer continued to use current pump for insulin delivery.